Event description:
Customer stated that the meter sometimes shuts itself off and sometimes turns itself on. The customer has replaced the batteries and the meter still is not functioning properly. A review of the system was performed over the phone. The review determined that the meter was shutting off prematurely and that the display was missing segments in the 100s position. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.